Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Customer declined to provide additional information regarding the event. A new cartridge was successfully loaded, and customer resumed insulin therapy. Additionally, the customer removed the pump case from the pump and multiple cartridges were pulled out intermittently. Customer¿s blood glucose was 133 mg/dl.